Manufacturer narrative:
According to the initial report, the clinical study coordinator has entered 55 informed consent forms in the clinical study for hero graft patients who "have passed away and were recruited with a decedent waivers [inclusion into the study post mortem]". Data will be reviewed as the coordinators enter the case report forms (crfs) associated with these patients. Additional information is pending. This investigation is for (B)(6). The scope of the investigation will include both hero 1001 and 1002 components, but will be reported under hero 1001. A memo received from the rep on (B)(6) 2015 indicated the following: "on (B)(6) 2015, 55 decedent waiver patient ids were identified in the hero registry's electronic database. These patients were enrolled by duke using a decedent waiver and the informed consent form was the only clinical research form (crf) that was entered at the time of patient ID creation. The clinical research coordinator, (B)(6), began data entry on the additional crfs (patient history, implant, follow-up) and will continue to enter data as her schedule allows, until data entry is complete for these patients. Until the data is entered into the database, the only adverse event that is known for these patients is that they died at some point after receiving a hero graft. As data is entered into the electronic database, the crfs, and implant notes (if available) will be provided to field assurance for any documented adverse events." The manufacturing records were not reviewed as lot numbers or date of implant is unknown. This hero registry patient has an unknown date of hero graft implant. The patient was recruited to the hero registry study with a decadent waiver and is therefore known to have died sometime after hero graft implant. The cause of death is currently unknown. The registry's crfs (patient history, implant information, and follow-up) are currently unavailable. The following documentation is also currently unavailable: implant operative notes, potential intervention notes, potential hospital discharge notes, and any other documentation which could provide insight into the patient's death. The relationship between the hero graft and the patient's death cannot be determined without additional information.

Event description:
According to the initial report, the clinical study coordinator has entered 55 informed consent forms in the clinical study for hero graft patients who "have passed away and were recruited with a decedent waivers [inclusion into the study post mortem]". Data will be reviewed as the coordinators enter the case report forms (crfs) associated with these patients. Additional information is pending. This investigation is for (B)(6). The scope of the investigation will include both hero 1001 and 1002 components, but will be reported under hero 1001.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, the clinical study coordinator has entered 55 informed consent forms in the clinical study for hero graft patients who "have passed away and were recruited with a decedent waivers [inclusion into the study post mortem]". Data will be reviewed as the coordinators enter the case report forms (crfs) associated with these patients. Additional information is pending. This investigation is for patient (B)(6). The scope of the investigation will include both hero 1001 and 1002 components, but will be reported under hero 1001.